Event description:
It was reported that there was a possible pump malfunction. The residual amount in the pump was 12cc. The pt was complaining about new neck pain, although the health care professional indicated that the pain stemmed from her motor vehicle accident in (B)(6) 2010. It was unclear whether there was a loss of drug effect. The pump was replaced. The pt fully recovered. The medication being delivered via the device sys was fentanyl. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.